Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2 mg/ml morphine at 0.096 mg/day, with a decrease by 40% on (B)(6) 2018. It was also reported that on (B)(6) 2017 they changed to saline, and every 6 months they refill it. Saline was currently in the pump. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that for quite a while the pump hasn't been working/functioning. The event date was unknown. The patient also had severe dementia, which started ¿several years ago.¿ the patient stated to the hcp that she didn¿t have any pain. The hcp was provided with the pump off code. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-aug-22. It was reported that the patient¿s family stated after the last 3 refills the patient behaves somnolent and sedated. Medication and strength refill. It was also reported that the pump started not working on 2017 (B)(6) and the cause of the pump not working was not determined. Actions taken to resolve the issue consisted of decreasing the rate to 0.2210 mg of morphine 2 mg/ml on 2017 (B)(6) and on 2017 (B)(6) they decreased the rate to 0.096. On 2017 (B)(6) they replaced morphine with normal saline and they stopped the pump on 2018 (B)(6). The pump was not explanted at the time of the report. There were no further complications reported/anticipated.